Event description:
Customer called and asked about clogged infusion sets and why they occur. She reported she has had a few clogged infusion sets in the past. The possible causes of occluded infusion sets were explained to customer. Customer also mentioned that she has had issues with air in her reservoirs. She had to throw away many reservoirs due to this issue. Customer was advised to call in when issues arise to properly troubleshoot the problem. Replacement supplies were sent. Customer's blood glucose was unknown. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.